Event description:
Same case as MDR ID # 2134265-2015-03505 it was reported that during a femoral angioplasty procedure, device entrapment, device fracture, vessel dissection, and patient death occurred. The patient presented with a chronic right popliteal and femoral artery occlusion. A 3.0mm x 120mm x 150cm coyote¿ balloon was advanced over a 300cm v-14¿ controlwire® and inflated to 8atms with good angiographic result. However, following dilation the balloon became stuck on the wire. The physician attempted to remove the entire system and the balloon catheter shaft was broken. A part of the shaft and the balloon was inside the patient; however was removed with ¿retraction¿. The physician continued with the treatment of the femoral artery with angioplasty and stent with good result. During the angiographic control it was observed a dissection of the superficial femoral artery. The distal vascular flow was compromised following the dissection. An express ld 9.0x57mm stent was placed to treat the dissection and flow was restored. Following the procedure the patient¿s condition was unstable. The patient experienced a mesenteric thrombosis and died the next day.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the reported mesenteric thrombosis occur after the procedure on (B)(6) 2015. The physician does not feel that ld express stent which is used for the treatment of dissection had contributed to the death or mesenteric thrombosis. The physician associated it with complex pathology and the weakness of the wall of the vasculature.

Manufacturer narrative:
(B)(4).